Manufacturer narrative:
Patient information was unavailable at the time of filing. Other relevant device(s) are: product ID: 9733575, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. The scu to psu cable was replaced and the system then passed a system checkout. The cable was returned to medtronic for analysis and the right angle lemo connector and pins were found to be damaged. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a procedure. It was reported that the camera would stop communicating with the system, intermittently displaying "localizer not connected". A manufacturing representative checked the ndi toolbox after the procedure and there were no errors on either the power supply unit (psu) or system control unit (scu). There was no delay to the procedure as a result of this issue and no reported impact to patient outcome.

Manufacturer narrative:
Additional information provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. This was a tumor resection procedure.

Manufacturer narrative:
Additional information) patient information provided. Correction: initial reporter updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. There was no impact to patient outcome. The issue was intermittent so the case was completed normally just with the issue occurring periodically throughout.